Event description:
The technician alleged the brake casters and brake steer casters not holding in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and brake steer casters to resolve the issue.